Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized due to diabetic ketoacidosis on end of the (B)(6) 2019. Customer¿s blood glucose level at the time of hospitalization was unknown. Customer experienced the symptoms related to the diabetic ketoacidosis was thirsty, urination and dry mouth. Troubleshooting was declined for the hospitalization. Customer also stated that the insulin pump had poor battery life and the notification was not working. The insulin pump will not be returned for analysis.